Event description:
It was reported that a right ventricular (RV) leadless pacemaker (LP) exhibited unacceptable mapping measurements even after troubleshooting and device manipulation. The device was removed from the body with a thrombus attached to it. The thrombus was removed, but the unacceptable mapping measurements persisted. The RV LP was removed and replaced to complete the procedure. The right atrial (RA) LP also exhibited unacceptable mapping measurements, but no thrombus was seen when removed from the patient. The RA LP implant was abandoned. Patient had no additional consequences.